Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. A battery cap was not returned with the pump. The pump powered on with a test cap, and no call service alarms were emitted. The pump case was removed and corrosion due to moisture was found on the battery contacts. A power issue was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump battery compartment was cracked and moisture was visible inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.